Manufacturer narrative:
The device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc confirmed the device, and found there was a foreign matter adhering in the lure port of the device. Omsc surmised that the foreign matter came from the paper or cloth based on a component analysis. The exact cause of the occurrence of foreign matter is unknown.

Event description:
During reprocessing the device, the customer noticed that the device was clogged and flashing water was not coming from the device. The device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc confirmed the device, and found there was a foreign matter adhering to the lure port . There was no report of patient injury associated with the event.